Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314trg, biv ICD, implanted: 2012-(B)(6); 4543, boston scientific lead, implanted: 2012-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance and possibly fractured. The physician capped and replaced the rv lead. No patient complications have been reported as a result of this event.